Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <no front panel display> based upon the information from osh, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The exact cause of the failure of the circuit board could not be conclusively determined. <gas leakage> based upon the information from osh, omsc concluded that the reported phenomenon was attributed to the failure of the electro-pneumatic proportional valve. The exact cause of the failure of the electro-pneumatic proportional valve could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. During the checking, (B)(4) also found that there was gas leak from the secondary piping due to poor electro-pneumatic proportional valve. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use for laparoscopic surgery, the front panel was not displayed. The user replaced the subject device to another device and completed the procedure. The patient had not been under anesthesia and there was no delay more than 15 minutes. There was no report of patient injury associated with the event.